Event description:
It was reported that the patient had fast heart rate which showed reduced r-wave amplitude. It was also reported that the lead was undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had fast heart rate which showed reduced r-wave amplitude. It was also reported that the lead was undersensing. It was later reported that the lead was removed due to patient and physician request. The lead removal is not related to the previously reported lead malfunction. The lead is not being replaced at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4). The full lead was returned and analyzed; analysis revealed a connector issue with confirmed intermittency between the pin and cap. There was cosmetic environmental stress cracking and a breached cut on the outer tubing overlay and a cosmetic depression on the outer insulation. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself.